Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the middle part in a pinhole form upon third inflation at 6 atmospheres for 30 seconds. The device was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after the procedure.